Event description:
Customer reportedly received results of 599 mg/dl and 187 mg/dl within 10 minutes on the aviva system. Customer states he had "margarita mix" on his hands when the reported results were obtained. Customer administered novolog and mixed it with "n" insulin after testing 599 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.